Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823844) was implanted due to subarachnoid hemorrhage via ventriculoperitoneal shunt on (B)(6) 2013 with unknown setting. However, since 2017, the ventricles have not shrunk. The patient symptoms did not change, and was followed up. An obstruction was suspected and the reservoir was pumped, but no abnormality was found in the reservoir. In (B)(6) 2023, a computed tomography scan revealed that the peritoneal catheter had prolapsed, therefore, the valve was removed on (B)(6) 2023 because the patient was also suffering from abdominal disease. The valve was not replaced.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve (ID 823844) was returned for evaluation. Device history record (DHR) - product code 82-3844 with lot ctmbr3, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested; no leaks were noted. The catheter was irrigated; no occlusions noted. The valve was dried. The catheter was visually inspected; one end shows signs of being attached to a connector no damage was noted with the piece of catheter returned. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, a possible root cause for the issue reported by the customer, could be due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU (instructions for use) silicone has a low cut/tear resistance. A possible root cause for the issue ¿an obstruction was suspected¿ reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism.

Event description:
N/a.